Event description:
The pt ((B)(6)) received an scs system including a surgical lead on (B)(6) 2010. It was reported that the pt's lead was explanted due to alleged overstimulation. No further info is available.

Manufacturer narrative:
Eval: results: as received, visual inspection of the lead revealed several electrodes dislodged from the paddle as well as broken wires in the paddle. Continuity testing of the device revealed intermittent connections when stressing the paddle electrode which would explain the over stimulation complaint. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.